Event description:
It was reported that the external pulse generator (epg) turned off by itself while in use during a cardiac arrest event after an open heart surgery. It was further reported that the patient was unconscious but once the device was replaced the patient's heart rate resumed and the patient recovered. The physician will continue to monitor the patient over time due to the decrease in blood pressure. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was tested and no anomalies were found.